Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('left essure had been dislodged and was embedded in the uterus') and ectopic pregnancy with contraceptive device ('pregnancy / pregnancy (with complications)/ ectopic pregnancy') in a 30-year-old female patient who had essure (batch no. 841859, 841869-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included chlamydial infection, herpes infection, depression and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), hydromorphone from 2011 to 2012, ibuprofen from 2011 to 2012, ketorolac tromethamine (toradol) from 2011 to 2012 and paracetamol (acetaminophen) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 9 days after insertion of essure. In (B)(6) 2011, the patient experienced infection ("infection"), post procedural fever ("fever/2 days after placement, the left device migrated from the tube, causing infection and fever") and fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia ("severe menstrual bleeding"), procedural pain ("painful post-operative recovery"), abdominal pain ("cramping") and dysmenorrhoea ("severe menstrual cramping"). The patient was treated with surgery (hysterectomy with unilateral salphingectomy, emergency termination and hyterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, procedural pain, abdominal pain, dysmenorrhoea, infection, post procedural fever and fatigue outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fatigue, infection, menorrhagia, post procedural fever and procedural pain to be related to essure. The reporter commented: the plaintiff experienced another pregnancy episode in 2016 captured under the case (B)(4). Patient sought medical attention for her symptoms. She had underwent another essure related surgery on (B)(6) 2016. Diagnostic results: on (B)(6) 2011 , an hsg test was performed (no result was provided).left fallopian tube is patent (not occluded) and the right fallopian tube is occluded by essure device. On an unknown date patient underwent pelvic ultrasound and MRI concluded as left essure had been dislodged and was embedded in the uterus and right essure is probably in it's normal position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Lot numbers and exp/mfg dates batch number 841869 is not valid. Lot number: 841859 manufacture date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Event pregnancy with contraceptive device was updated to ectopic pregnancy. Essure implant state was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('left essure had been dislodged and was embedded in the uterus') and ectopic pregnancy with contraceptive device ('pregnancy / pregnancy (with complications)/ ectopic pregnancy') in a 30-year-old female patient who had essure (batch no. 841869-inv,841859-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included chlamydial infection, herpes infection, depression and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), hydromorphone from 2011 to 2012, ibuprofen from 2011 to 2012, ketorolac tromethamine (toradol) from 2011 to 2012 and paracetamol (acetaminophen) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 9 days after insertion of essure. In (B)(6) 2011, the patient experienced infection ("infection"), post procedural fever ("fever/2 days after placement, the left device migrated from the tube, causing infection and fever") and fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia ("severe menstrual bleeding"), procedural pain ("painful post-operative recovery"), abdominal pain ("cramping") and dysmenorrhoea ("severe menstrual cramping"). The patient was treated with surgery (hysterectomy with unilateral salphingectomy, emergency termination and hyterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, menorrhagia, procedural pain, abdominal pain, dysmenorrhoea, infection, post procedural fever and fatigue outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fatigue, infection, menorrhagia, post procedural fever and procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: the plaintiff experienced another pregnancy episode in 2016 captured under the case (B)(4). Patient sought medical attention for her symptoms. She had underwent another essure related surgery on (B)(6) 2016. Diagnostic results: on (B)(6) 2011 , an hsg test was performed (no result was provided).left fallopian tube is patent (not occluded) and the right fallopian tube is occluded by essure device. On an unknown date patient underwent pelvic ultrasound and MRI concluded as left essure had been dislodged and was embedded in the uterus and right essure is probably in it's normal position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation lot numbers and exp/mfg dates batch number 841869 is not valid. Lot number: 841859 manufacture date: 2011/03 expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), fallopian tube perforation ("perforation (fallopian tube)"), embedded device ("left essure had been dislodged and was embedded in the uterus") and pregnancy with contraceptive device ("pregnancy") in a (B)(6)-year-old female patient who had essure (batch no. 841859,841869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included (B)(6) infection, (B)(6), depression and anxiety. Concomitant products included ibuprofen from 2011 to 2012 and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months 16 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), procedural pain ("painful post-operative recovery"), abdominal pain ("cramping"), dysmenorrhoea ("severe menstrual cramping"), infection ("infection"), pyrexia ("fever") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy), surgery (repeat cesarean section with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving and the fallopian tube perforation, embedded device, pregnancy with contraceptive device, menorrhagia, procedural pain, abdominal pain, dysmenorrhoea, infection, pyrexia and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, infection, menorrhagia, pregnancy with contraceptive device, procedural pain and pyrexia to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results: on (B)(6) 2011 , an hsg test was performed (no result was provided).left fallopian tube is patent (not occluded) and the right fallopian tube is occluded by essure device. On an unknown date patient underwent pelvic ultrasound and MRI concluded as left essure had been dislodged and was embedded in the uterus and right essure is probably in it's normal position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation most recent follow-up information incorporated above includes: on 25-may-2018: pfs received, reporter added, lot number added, events added: infecton, pyrexia, fatigue, pelvic, fallopian tube perforation, embedded device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), embedded device ("left essure had been dislodged and was embedded in the uterus") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure (batch no. 841859, 841869-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included chlamydial infection, herpes infection, depression and anxiety. Concomitant products included ibuprofen from 2011 to 2012 and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 8 months 15 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("severe menstrual bleeding"), procedural pain ("painful post-operative recovery"), abdominal pain ("cramping"), dysmenorrhoea ("severe menstrual cramping"), infection ("infection"), pyrexia ("fever") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (repeat cesarean section with bilateral salpingectomy) and surgery (repeat cesarean section with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device, menorrhagia, procedural pain, abdominal pain, dysmenorrhoea, infection, pyrexia and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, infection, menorrhagia, pregnancy with contraceptive device, procedural pain and pyrexia to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results: on (B)(6) 2011, an hsg test was performed (no result was provided). Left fallopian tube is patent (not occluded) and the right fallopian tube is occluded by essure device. On an unknown date patient underwent pelvic ultrasound and MRI concluded as left essure had been dislodged and was embedded in the uterus and right essure is probably in it's normal position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Lot numbers and exp/mfg dates batch number 841869 is not valid. Lot number: 841859, manufacture date: 2011/03, expiration date: 2014/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), embedded device ('left essure had been dislodged and was embedded in the uterus') and ectopic pregnancy with contraceptive device ('pregnancy / pregnancy (with complications)/ ectopic pregnancy') in a 30-year-old female patient who had essure (batch no. 841869not valid, 841859valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included chlamydial infection, herpes infection, depression and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), hydromorphone from 2011 to 2012, ibuprofen from 2011 to 2012, ketorolac tromethamine (toradol) from 2011 to 2012 and paracetamol (acetaminophen) from 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 9 days after insertion of essure. In (B)(6) 2011, the patient experienced infection ("infection"), post procedural fever ("fever/2 days after placement, the left device migrated from the tube, causing infection and fever") and fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, heavy menstrual bleeding ("severe menstrual bleeding"), procedural pain ("painful post-operative recovery"), abdominal pain ("cramping") and dysmenorrhoea ("severe menstrual cramping"). The patient was treated with surgery (hysterectomy with unilateral salphingectomy, emergency termination and hyterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, embedded device, ectopic pregnancy with contraceptive device, heavy menstrual bleeding, procedural pain, abdominal pain, dysmenorrhoea, infection, post procedural fever and fatigue outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, fatigue, heavy menstrual bleeding, infection, post procedural fever and procedural pain to be related to essure. The reporter commented: the plaintiff experienced another pregnancy episode in 2016 captured under the case (B)(4). Patient sought medical attention for her symptoms. She had underwent another essure related surgery on (B)(6) 2016. Diagnostic results: on (B)(6) 2011 , an hsg test was performed (no result was provided).left fallopian tube is patent (not occluded) and the right fallopian tube is occluded by essure device. On an unknown date patient underwent pelvic ultrasound and MRI concluded as left essure had been dislodged and was embedded in the uterus and right essure is probably in it's normal position. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device dislocation. Lot numbers and exp/mfg dates batch number 841869 is not valid. Lot number: 841859. Manufacture date: 2011/03. Expiration date: 2014/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jan-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.